Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There was no reported device malfunction and the product was not returned as the scaffold remains in the anatomy. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot numbers were not provided. The reported patient effects of angina and thrombosis, as listed in the absorb gt1 instructions for use (IFU) are known adverse events associated with the use of a coronary scaffold in native coronary arteries. Based on the case information a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to design, manufacture or labeling of the device.

Event description:
It was reported that the procedure on (B)(6) 2016 was to treat a stenosis in the posterior descending coronary artery. Prior to the initial procedure, the patient's clinical presentation was unstable angina. For the index procedure, it is unknown how the lesion was prepped however after implantation of the absorb gt1 3.0 x 18 mm scaffold, post-dilatation was performed with an nc trek 3 x 12 mm balloon dilatation catheter with final angiographic residual stenosis less than 10%. The patient was readmitted on (B)(6) 2017 presenting with chest pain when thrombosis was diagnosed. The thrombosis was treated with a 2.25 x 14 non-abbott stent. The patient outcome was good. It is unknown if patient was compliant with dual anti platelet therapy (dapt) after the initial procedure or if there have been any changes to the patient's medications following the diagnosis of thrombus. No additional information was provided.